Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow keypad button was intermittently unresponsive. There was evidence of keypad contamination found under the contrast and up arrow keypad buttons.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow keypad button required multiple button presses in order to elicit a response. The issue reportedly occurred a week ago. The patient denied damage to the keypad. The patient confirmed that the programming and settings were correct on the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.